Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shock impedances. The rv lead's impedances were stable around 120 ohms, but became out of range and were upwards of 130 ohms. The rv lead remains in service and the shock impedance threshold alert was increased. No adverse patient effects were reported.